Event description:
Boston scientific received information that during routine follow-up post implant, this right ventricular (rv) lead exhibited decreased r-wave amplitude and high pacing thresholds that impacted therapy delivery. However, the patient had a good underlying rhythm, so no issues were reported. It was determined the lead had dislodged. Surgical intervention was performed and the lead was successfully repositioned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.